Event description:
It was reported that the 6800 system had a generator error message. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The mono-block and image intensifier were replaced during the service call. The system was tested and found to be working as intended, and put back into service.